Event description:
Litigation alleges the patient suffers from pain, discomfort, stiffness, decreased range of motion, clicking sounds, feeling of shifting/movement, moments of dislocation, unable to walk because left leg would rotate, so her left foot was turned in, and muscle spasms. Update 1/14/2015 - pfs and medical records received. Pfs now alleges high metal ions. After review of the medical records for MDR reportability, lab results from (B)(6) 2013 indicated the metal ions levels were not above 7ppb, so the stem isn't being added at this time. The complaint was updated on: 2/11/2015. Update 4/3/2015-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated trunnionosis (black metal debris on the head and stem), local adverse tissue reaction, and metallosis inside the cup. The stem and cup are being added to the complaint. The complaint was updated on:4/21/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).